Event description:
Boston scientific received information that this implantable defibrillation lead exhibited loss of capture a few days post implant. Varying threshold measurements and low shock impedance measurements were also observed. An invasive procedure was performed and it was determined this lead had dislodged. The lead was successfully repositioned. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.